Event description:
It was reported the right atrial and right ventricular leads dislodged post implant. The cause of the dislodgement is not known. A post procedure chest xray was performed and revealed the dislodgement. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).